Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-jul-2018 with the following findings: during the investigation, the pump electrical current draws were found to be within specification. The pump was opened, and no evidence of moisture was observed in the battery compartment or internally. The power flex and components were inspected with no defects found. No damage was observed to the power circuit. A review of the black box showed no evidence of rebooting or power loss. The pump was successfully run on a 24-hour basal program with no reboot, power loss, or overheating duplicated. Investigators were unable to duplicate the complaint of overheating or power loss during the investigation.